Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's spouse stated that the blood glucose was okay at the time of call. The customer's spouse stated that they were not on the insulin pump and went to dinner prior to the high blood glucose. The customer's spouse stated that they experienced nausea. The customer's spouse stated that they treated their high blood glucose with manual injections. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer's spouse was assisted in checking bolus history. The customer's spouse declined assistance with inserting a new infusion set. The insulin pump will not be returned for analysis.